Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Base on the data we received from you, the root cause of the observed dislodgement cannot be determined.

Event description:
After an implantation period of approximately 1 month it was reported that the lead was repositioned due to low sensing value and loss of capture on right ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The conclusion code was updated. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Base on the data we received from you, the root cause of the observed dislodgement cannot be determined.